Event description:
Boston scientific received information that the patient with this right ventricular lead had history of a left bundle branch block rhythm. During the implant of this lead, the right bundle branch was temporarily stunned and the patient experienced asystole for two seconds while the lead was positioned. No other adverse patient effects were reported and the lead was successfully implanted.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.